Manufacturer narrative:
PMA/510(k) number = pre-amendment . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4).

Event description:
A medsun report numbered (B)(4) was received. It reported that during a right and left coronary angiography procedure with left heart catheterization, the flexor raabe guiding sheath separated during removal leaving pieces in the patient's anatomy which were removed three days later. Right radial artery access was utilized. The puncture site was infiltrated with 1% lidocaine. The vessel was accessed using the micropuncture-assisted modified seldinger technique, a wire was threaded into the vessel, and an "e" fr sheath was advanced over the wire into the vessel. Patient has accessory radial artery. Severe vasospasm was encountered advancing a wire into the axillary artery requiring several doses of intra-arterial nitroglycerin. Eventually, the regular radial sheath was exchanged for 48 cm raabe sheath to facilitate continuation of coronary intervention. Right coronary artery angiography. A 4 catheter was advanced to the aorta and positioned in the vessel ostium under fluoroscopic guidance. Angiography was performed in multiple projections using hand-injection of contrast. Left coronary artery angiography. A 3.5 catheter was advanced to the aorta and positioned in the vessel ostium under fluoroscopic guidance. Angiography was performed in multiple projections using hand-injection of contrast. Left heart catheterization. A 4 catheter was advanced across the aortic valve and left ventricular pressures were recorded. There was severe difficulty in removing the flexor raabe guiding sheath at the end of the procedure. High doses of sedation were administered, with additional monitoring by anesthesia. Lidocaine and nitroglycerin were infiltrated along the entire length of the anomalous radial artery using ultrasound guidance. Despite the above, there was severe residual vasospasm. After consultation with vascular surgery, the flexor raabe guiding sheath was withdrawn under deep sedation. There appeared to be some injury with contrast extravasation from the proximal end of the radial artery but with no evidence of neurovascular compromise of the right hand. The arm was bandaged and the patient kept under neurovascular observation. Hemostasis with a compression device. An ultrasound was done the next day to assess the radial artery and to ascertain if there was damage to the vessel. It was discovered that a piece of the sheath approximately three inches long had broken off during the attempted removal. This retained piece was removed by vascular surgery 3 days later. According to the initial reporter, the patient did not experience any adverse effects and was doing well. The complaint device will not be returned to the manufacturer for investigation. Photos were provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. A photographic inspection of photos of the complaint device was also performed. The complaint device was not returned for a physical evaluation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photos of the complaint device were returned for analysis. The photos show that the tubing appears to be compressed, slightly fraying at the separation site, and damaged on the surface near the separation site. A smaller kink or compression in the tubing appears to be present closer to the distal tip of the sheath. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. -

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to section h10 for investigation findings.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient./event detail shave been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b5: it was clarified by the attending physician that the facility performs radial access using another manufacturer's sheath, and that when the accessory radial artery was discovered, the other manufacturer's sheath was exchanged for a flexor raabe guiding sheath to facilitate the advancement of catheters to the aorta. The other manufacturer's device was originally exchanged for a 70cm raabe sheath, however this sheath was too long, and a 55cm raabe sheath was used instead. It is the 55cm raabe sheath that was difficult to remove and separated inside the patient. The reported lot and device for this complaint have been confirmed. The physician was also under the impression that all flexor sheaths include a hydrophilic coating, which is inaccurate. This has been explained to the facility by the area representative and in a follow up letter sent to the site as a result of this complaint investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: investigation evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device as well as an evaluation of returned photographs of the device were conducted during the investigation. The inspection of the returned photographs confirmed that the pictured product was compressed, slightly frayed, and damaged on the surface near the separation site. A smaller kink or compression in the tubing appeared to be present closer to the distal tip of the sheath. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, the root cause was traced to the user. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.